Event description:
It was reported that there were abnormal pacemaker spikes observed. Undersensing on the right atrial (ra) lead was noted. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.